Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the drawer 2.2 was not detected on the bus and could not be recovered, thereby preventing the users from accessing the medications. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 had malfunctioned due to contamination issue. A field service engineer reconnected the cables and logged into hta to inspect the lights, finding that row c was not detected on any of the cubies. The engineer then removed all cubies and cleaned any residue from the latches and connectors. The system functioned as intended after the field service engineer troubleshooted the device.